Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a rapidcross pta balloon dilatation catheter with an 85cm 4.5fr non-medtronic sheath and a non-medtronic guidewire during treatment of a calcified lesion in patients distal tibial/popliteal artery. Severe vessel tortuosity and severe vessel calcification were reported. Lesion exhibited cto (chronic complete occlusion: 100%) stenosis. There were no anatomical abnormalities reported. No issues were noted when removing the device from the hoop/tray. The device was prepped per the IFU (instruction for use) with no issues noted. Embolic protection was not used. A non-medtronic inflation device was used for balloon inflation. It was reported the distal end of device shaft detached during delivery in the blood vessel and the balloon portion remained in the blood vessel. The device was not passed through a previously deployed stent. Resistance was noted during advancement of the device. Excessive force was used during delivery and removal. Surgical treatment was required to remove the detached component and procedure was completed.